Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The dyspnea and recurrent mitral regurgitation (mr) were due to slda. The reported patient effects of mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2019, the patient returned with dyspnea and the mr was noted to be increased to 3-4. A second procedure was performed for treatment. It was noted one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). Another clip was implanted to stabilize the slda clip, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.